Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the surgeon found that the insulator on the electrode was missing while in use. The device was received and evaluated. Visual inspection revealed that the electrode cable is in good condition as well as the connector and pins. The suction tube does not shows saline residues. The active tip plate was fell apart as the photo provided by the customer shows. Due to the condition of the electrode's tip, the functional test can not be performed. The device was sent to the manufacturer for further analysis. The vapr premiere 90 electrode -ea was evaluated by the supplier with the following results: the device has not been returned in its original packaging. The active tip of the device is confirmed to be missing from the distal assembly. A closer inspection shows that it is the top section and a portion of the leg that is missing. A section of the tip leg remains in place. Missing section has not been returned. The edges of the remaining section of active tip are not rounded, suggesting activation was stopped when failure occurred or soon after. Saline residue in suction tube. The shaft, handle, cable and plug of the device does not show any obvious visible damage, and is in an as expected condition. Electrical testing not conducted due to the condition of the device. Functional testing not conducted due to the condition of the device. It was discovered that the active tip had fractured leaving a portion of the leg in place. The fracture is lower down the leg of the active tip than previously seen. The fracture is inline with the suction tube bridge, whereby previously the fracture occurred at the top of the leg. This complaint can be confirmed. Historical evidence has shown that active tip failures fail by erosion of the suction tube of the device. In this instance this is not the case, and the failure is more likely as a result of a mechanical bending moment applied to the tip causing a fracture to the leg of the device. It is also possible that the integrity of the active tip may have been substandard resulting in a weaker tip, requiring less force, or bending moment to cause this failure. The fracture seen although similar to the active tip fractures seen as part of the CAPA (B)(4) investigation, this fracture has occurred at the lower point of the active tip leg as opposed to the top of the active tip leg. This complaint will be added to the scope of CAPA (B)(4) to provide root cause analysis and identify a corrective and/or preventive action plan. A DHR review has been performed for u2002154; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. In depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the insulator on the vapr premiere 90 electrode device was missing. During in-house engineering evaluation, it was determined that the active tip plate on the device fell apart. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.